Event description:
On 04 june 2025, a user facility reported an issue where abo type and antibody screen specimen orders had only partially resulted. For these orders, the antibody screen results were released as expected, but the abo type results were not released. The user facility indicated that both type and screen results were expected to be released for each order.

Manufacturer narrative:
The user facility reported that abo type and antibody screen specimen orders were placed on (B)(6) 2025. Testing was delayed due to a reagent supply issue. Once the reagent supply issue was resolved, testing was completed on (B)(6) 2025. At that time, the user facility observed that the antibody screen results were released as expected, but the abo type results were not released and had to be manually entered. To investigate the issue, the user facility provided specimen event log (sel) data with the manufacturer. However, it was found that the sel data was configured to "log minimal sel data," which did not include the necessary information for troubleshooting the cause of the missing abo type results. The manufacturer collaborated with the user facility to enable full sel data logging and requested new specimen examples to assist in identifying the root cause. This issue is being reported because, at present, the user facility is unable to provide new specimen examples with full data logging enabled to troubleshoot whether this is a malfunction of instrument manager medical device. Additionally, the user facility has not been able to confirm whether there was any impact to patients.